Manufacturer narrative:
The pump powered up properly after battery installation. No critical pump error (open book image) alarm was noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08655 inches. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals on 5/31/2021 at 10:08:02 a pump error 4 (line number 2773 file number 32101) alarm was generated since the motor mcu did not get the response from the main mcu when sent the request. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, damaged serial number label (faded, stained, peeling), and pillowing keypad overlay.critical pump error (open book image) alarm is not confirmed.pump error 4 main processor communication alarm is confirmed due to moisture damage on the hardware.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image on the screen after swimming. Troubleshooting was performed. No other insulin pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.